Event description:
The customer reported a speaker malfunction. It was confirmed that no sound was coming from the device as well. The device was not in use on a patient at the time of event, there was no adverse event reported.